Event description:
It was reported that there was an interaction between the patient's device and a 3m detection system. The patient has seen her physician since the event. Further information is being requested from the hcp.